Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over x years since the subject device was manufactured. Based on the results of the investigation, the issued occurred due to compressive buckling on the needle tube, which was likely caused when the needle was extended because of the great friction between the outer tube and the needle. A definitive root cause cannot be identified. Needle usage is covered in the instructions for use: ·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ·operate the slider slowly, otherwise the tube could buckle. ·when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ·insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. ·stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was evaluated. Visual inspection of the device found no abnormalities on the outer sheath. There was no crack around the injection port, and the needle is straight. The slider could extend or retract the needle smoothly. However, there is trace of fluid and tiny amount of white residues inside tubing consistent with use. Furthermore, when using a test syringe to inject water into the injection port, it was confirmed that fluid was able to expel out when the needle was in the sheath, however, when the needle was out of the sheath the fluid would not flow. There was no water leak from the tube sheath during water injection. Troubleshooting was performed by removing the slider out of its position. The needle tube was found to be kinked about 5mm from the end of the metallic tube. Based on the evaluation findings, the reported complaint of needle engaged but no solution came out of the needle was confirmed due to the damaged needle tube inside. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
Customer reported that when the needle was engaged no solution came out of the needle. The issue found during preparation for use for a subglottic kenalog injections and vocal fold injections with botox. The intended procedure was completed using a similar device. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient identifier (B)(6).